Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column as dilator entered into back of guide and it was replaced with new sgc. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column as dilator entered into back of guide and it was replaced with new sgc. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.